Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case and battery drawer were broken, the lower case was broken and contaminated, the side bail covers, two case screws, and side bails were missing, the battery contacts were compressed, the ring was bent, and the keyboard was scratched. (B)(4).